Event description:
It was reported that during a turbinate reduction procedure using a coblator ii controller, the surgeon complained that the unit's function was weak. After a 30 minute surgical delay, the surgeon opted to complete the procedure using a competitive device. There were no significant delays or patient complications reported as a result of this event.

Manufacturer narrative:
No device has been returned, customer provided batch number for evaluation purposes. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. If the product associated with this event is returned at a future date, this eval will be reopened for investigation. A review of the device history records and quality records associated with this device confirmed that no abnormalities were reported with this product during manufacture.